Manufacturer narrative:
Eval summary: parts were in-vivo 3.5+ years, preventing dimensional eval. Heavy damage was noted on both the art surface and screw. The pt was reported to have a large build and a medium activity level. The articular surface and locking screw were returned for eval. The articular surface has significant deformation, and imprints from the screw threads on the anterior surface of the spine. There is also damage to the patellar relief. The inferior surface of the articular surface also shows deformation, predominantly on the medial side. The device history records were reviewed and found to be conforming. The surgical techniques provide instructions for properly tightening the locking screw. To tighten the locking screw, the deflection beam torque wrench is attached to the 4.5mm hex driver bit. The 95 in-lbs of torque are applied with the wrench. The technique also indicates that under-tightening of the screw may allow the screw to loosen over time. The details of the procedure in which the articular surface was implanted were included with the complaint; however, specific details about the torquing technique used to secure the screw are unk. Because it is unk whether the locking screw was properly tightened to 95 in-lbs as indicated in the surgical technique, a definitive cause of this incident cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need...

Event description:
Lcck articular surface screw came loose and was free floating in knee. Articular surface had shifted anteriorly. Surgeon removed surface and screw and replaced with a thicker lcck poly surface.